Manufacturer narrative:
The device was returned to olympus for inspection. As olympus identified this issue during inspection of a returned olympus-owned asset, and there was no customer complaint or allegation, there is no reported information regarding a customer-reported date of event. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset, with no reported complaint; however, during the evaluation of the device, white residue was found in the air/water channel and air/water cylinder. There was no patient involvement.